Event description:
It was reported by the customer that a pyxis medstation es system cable was broken, which caused sparks. During device inspection, a field service engineer found that there was a damage to the cable and the back of the station connector. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the damaged cable. A field service engineer replaced pixie bus cable to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-nov-2022 to 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a broken cable. A field service engineer shut down the medstation and unplugged from the wall due to the spark. Replaced pyxis bus cable, restarted the station application, and configured the tower doors to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system cable was broken, which caused sparks. During device inspection, a field service engineer found that there was a damage to the cable and the back of the station connector. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.